Event description:
A falsely elevated ctni result of 3.59ng/ml was reported by the laboratory. The initial sample resulted in 1.44ng/ml with an abnormal reaction error message. The customer retested the sample resulting in 3.48ng/ml with another abnormal reaction error message. The customer manually diluted the sample and tested for the third time with a result of 3.59ng/ml and no error messages. The 3.59ng/ml was reported by the laboratory. The initial sample rerun after the falsely elevated result reported read 0.24 mg/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result.